Event description:
Physician did an imhs hip. The next day the spd supervisor noticed the 7mm starter drill looked as if some metal had been "shaved" as if it had been through a lathe. Drill sequestered. Physician was notified and ordered x-ray on the patient. Physician stated the drill operated well and there were no issues or resistance when drilling.